Event description:
The customer reported via phone call that her blood glucose was running high. Her blood glucose level was 520 mg/dl. The customer did not have high blood glucose symptoms. She treated her high blood glucose with a syringe and insulin. The insulin pump had a crack on the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.